Manufacturer narrative:
E1: patient city: (B)(6). Patient country: denmark.

Event description:
Reference number (B)(4). Event occurred in denmark. It was reported that the patient experienced insulin flow block event due to bent cannula on (B)(6) 2026 which leads to high blood glucose. The patient was treated with injection for high blood glucose. No further information available.